Event description:
During dialysis, approximately 5kg of weight pulled off unexpectedly. Machine removed from service and tested by clinical engineering using the fresenius troubleshooting procedure fresenius was contacted by phone.